Event description:
The cuff is coming off when the complainant removes the hemosplit xk, this has happened 3-4 times in the past 3 months. The complainant wanted bas to give the okay to leave the cuff insitu and wanted to know why this was happening. During further investigation, the complainant indicated that he grabs and pulls hard to get the catheter out.